Event description:
Customer reported that pump battery was depleting too quickly, leading to a shutdown of the device. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer about the issue and instructed them to uninstall and reinstall the mobile app, advising follow-up if battery depletion continued to be excessive. Customer understood and acknowledged the instructions.